Event description:
The drainage catheter was placed without incident. The drain tube ceased to drain and when the tube was checked, it was discovered that the tube had broken in half. The separated segment was left in the pt.

Manufacturer narrative:
Eval: no product or lot number info was provided to assist us in our investigation. Unfortunately, at this time, with the limited info provided, we are unable to determine with certainty why the separation occurred. However, it is possible that the catheter was subjected to environmental conditions or chemicals that degraded the tubing. This catheter shaft is physically inspected 100% to assure that it is free of damage, excess bumps and roughness.